Event description:
It was reported that the tele pack x led monitor does not provide consistent image during use. There was no procedure or patient involved. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).